Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30032881m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant bwi products: soundstar catheter (catalog # 10439011, lot # e8102599); webster cs catheter (catalog # bd710df282rts, lot # 30062556m); smartablate generator (catalog # unknown, serial # unknown). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrioventricular reentrant tachycardia and wolff-parkinson-white syndrome (avrt/wpw) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade that required pericardiocentesis. Post ablation, the patient began moving around and complaining of discomfort and was given sedatives by anesthesia. When the transseptal sheath and ablation catheter were pulled back into the right atrium, there was a drop in the patient¿s blood pressure and cardiac tamponade was confirmed on the intracardiac echocardiography (ice). Pericardiocentesis was performed to drain the blood from the pericardium. The patient was reported to be in stable condition and was sent to cardiovascular intensive care unit for monitoring. It is unclear if the patient required extended hospitalization because of the adverse event. There were no patient factors cited that may have contributed to the adverse event. Physician did not mention at any point that the event was due to product malfunction. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a baylis needle, there¿s no information regarding the sheath used and generator parameters at the time of the injury. The overall time of ablation at the site of injury was 12 min and 1 sec during the entire case. All ablation lesions were placed on the lateral wall of the left atrium near the mitral valve around the 2 to 3 o¿clock location of the mitral annulus. Flow settings were set according to thermocool® smart touch¿ standards using a smartablate generator. The patient received anticoagulant (heparin) during the procedure with activated clotting time (act) around 300-350 seconds.

Manufacturer narrative:
It was reported that a 46-year-old male patient underwent an ablation procedure for atioventricular reentrant tachycardia and wolff-parkinson-white syndrome (avrt/wpw) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade that required pericardiocentesis. There were no patient factors cited that may have contributed to the adverse event. Physician did not mention at any point that the event was due to product malfunction. There were no issues or errors reported on any bwi products or equipment during the procedure. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications; the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/2/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).